Event description:
It was reported that during an ovarian resection procedure, balloon broke. Another device was used to complete the case. There were no adverse consequences to the patient. No device returning.